Manufacturer narrative:
3004209178-2015-19034 . Batch # m90n47. Additional information was requested and the following was obtained: please clarify "would not ratchet correctly". Did device not feed clips? Or did device fire clips sideways? Did device not fire clips: unknown what was meant by "would not ratchet correctly." The account wrote that on the box and they have no recollection of the event. No patient consequence. No further information is available. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and no clips could be fed; no further testing could be performed. The instrument was disassembled in order to evaluate the condition of the internal components and the tip of the advancer was found to be bent towards the tissue stop; this condition did not allow the clips feeding. In addition, nine clips were found to be inside the clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, with the initial use of the device, the device "would not rachet correctly." Case completed with another device of the same product code. There were no patient consequences reported.